Event description:
Reporter indicated high lead impedance readings were obtained for a pt during an office visit. The pt is also experiencing worsening depression. It is unk if the depression is worse than pre-vns baseline levels. X-rays reviewed by the manufacturer did not reveal any obvious lead discontinuities, but the film quality was very poor. It is unk if the pt had any trauma or manipulated the vns device. Additional x-rays and possible surgery are planned. Attempts for further information are in progress. The reporter has been advised to disable the vns.

Manufacturer narrative:
X-rays reviewed by the manufacturer; no gross lead discontinuities visualized. Device failure is suspected.